Manufacturer narrative:
A ge svc rep performed an onsite investigation. The technique processor/at communications pcb was evaluated and found to be at fault. The customer was advised of the issue, however no conclusion can be drawn as further repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported intermittent communication errors which resulted in intermittent sys functionality. No pt or user injury was reported.